Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the curved bipolar dissector be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted thoracic pulmonary lobectomy surgical procedure, wires on the da vinci curved bipolar dissector started to fray/break. The customer opened new one and continued the case. The procedure was unknown how it was completed with no reported injury. On 10/24/2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: wires on the da vinci curved bipolar dissector started to fray/break, opened new one and continued the case. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing was reported. The surgical task was robotic left lobectomy. There were issues related to opening/closing of the grips. No, there were no issues related to left/right (yaw) motion of the grips. No, there were no issues related to up/down (pitch) motion of the wrist. Yes, there were cables visibly protruding from the distal end of the instrument. None reported. Surgeon noted and decided to take out of patient and team obtained a new one. There were no signs of thermal damage reported. The instrument did not collide with any other instrument or tool during the procedure. No fragments fell inside the patient. No media available for review.